Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the white foreign materials at air water supply were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction fuzzy image was not established as no device problem was identified, and the most probable root cause of the malfunction white foreign materials at air water supply was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the colonovideoscope had a fuzzy image. There were no reports of patient involvement.